Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, a suture of the purse-string suture was not cut at firing. The suture was left in a little bit longer to pull the oral side colon and it protruded to both sides after the anvil and the device of the anus side were set. After that, the device was fired as usual. When the device was removed from the patient, a suture was pulled by the device and it was removed with the device though it was usually cut at firing and fell into the abdominal cavity. Doughnut was formed as intended and the washer was punched out properly. Regarding a leak test, the doctor confirmed that he had touched per anus by finger and no leak was confirmed. Unexpected artificial anus was created to complete the case just be safe as the doctor was not sure whether the part which the suture had come out was anastomosed or not.

Event description:
The suture that was found was the tail of the purse strings. The surgeon also had some concerns with the anastomosis site created with the circular device.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). : information was not provided by contact. Information anticipated, but unavailable at this time.